Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The pump was returned, and analysis found a feedthru anomaly - shorting across insulator.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 1135.2mcg/day; lot unknown) in flex mode via an implantable infusion pump. Indication for use was intractable spasticity. On (B)(6) 2016 the hcp reported that the pump had been alarming for the ¿last couple days.¿ the alarm was a 2 tone, intermittent alarm sometimes being 5 minutes apart and then would go for an hour in between alarming. Per the pump logs, several pump motor stalls and recoveries occurred since (B)(6) 2016. A pump motor stall occurred (B)(6) 2016 at 22:22 with recovery (B)(6) 2016 at 01:16; motor stall occurred (B)(6) 2016 at 04:30 with recovery at 07:12; motor stall occurred (B)(6) 2016 at 07:31 with recovery at 07:52; motor stall occurred (B)(6) 2016 at 09:48 with recovery at 10:12; motor stall occurred (B)(6) 2016 at 10:28 with recovery at 13:12; motor stall occurred (B)(6) 2016 at 13:40 with recovery at 16:12; motor stall occurred (B)(6) 2016 at 16:28 with recovery at 19:12; motor stall occurred (B)(6) 2016 at 19:28 with recovery at 22:12; motor stall occurred (B)(6) 2016 at 22:28 with recovery (B)(6) 2016 at 01:22; motor stall occurred (B)(6) 2016 at 01:57 with recovery at 04:12; motor stall occurred (B)(6) 2016 at 04:53 with recovery at 07:12; motor stall occurred (B)(6) 2016 at 07:28 with no recovery. Since (B)(6) 2016 the patient had been ¿arching more than normal.¿ per the hcp, the patient¿s vitals were stable with no fever. The cause of the motor stalls and recoveries was unknown. The pump was replaced on (B)(6) 2016 and the issue was resolved. Patient status at the time of the report was alive with no injury. A supplemental report will be submitted if additional information is received.